Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion superficial femoral artery (sfa) and popliteal artery. An unspecified balloon dilatation catheter (bdc) was advancing with resistance over the hi-torque 014 bmw guidewire (gw) and the gw separated in the sfa. The separated portion of wire was snared and removed from the patient. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation was able to be confirmed. Additionally, it was noted that the shaping ribbon was bent, the coils misaligned, and the hypotube bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during advancement a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance cannot be determined. Manipulation of the device likely resulted in the noted device damages (bent shaping ribbon, misaligned coils, bent hypotube) likely contributing to the reported difficulties and ultimately resulted in the reported/noted distal core separation. The treatment appears to be related to the operational context of the procedure as the separated portion of wire was snared and removed from the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.